Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for needle to cuff miss reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a diagnostic angiogram, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed, only the white link was present. The device was removed over a guide wire and a second proglide was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.